Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was successfully implanted at a depth of 4mm. The patient had calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2025, the patient developed heart block and a pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was successfully implanted at a depth of 4mm. The patient had calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2025, the patient developed heart block and a pacemaker was implanted.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.